Event description:
It was reported that the device was implanted and explanted in 2008, due to excessive regurgitation. Reportedly, the post op tee revealed that the leaflet that was immobilized and was on the lateral wall. Reportedly, the valve was tilted toward the lateral wall to the point that the valve was almost touching the wall. Regurgitation increased as the pt was getting closer to coming off pump. It was stated "opposite of what might be found if it were simply signature flow." Our sales rep asked for tee views of the explanted device; however, it was reported that none were saved. Reportedly, the device is being returned for eval.

Manufacturer narrative:
Device not returned.